Event description:
It was reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer was provided with complete instructions for a pump reset and was guided through the process. The pump no longer displayed the cgm error code, and the caller successfully started their sensor session.